Event description:
New information received noted that there was a repeated event of over-sensing of right ventricular lead noise. The patient presented for revision procedure on (B)(6) 2020. The right ventricular lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the patient experienced a non-sustained tachycardia event which occurred on (B)(6) 2019. Upon interrogation in the emergency department on (B)(6) 2019, it was observed that the non-sustained tachycardia event was caused by over-sensing of noise on the right ventricular lead which led to inhibition of pacing. The patient is device dependent. Isometric tests were performed and a single dropped beat was observed. Programming changes were successfully made. The patient was admitted to the hospital over-night to observe device function. Defibrillation threshold (dft) testing was completed on (B)(6) 2019 with successful result. The patient was stable and was discharged.